Manufacturer narrative:
Investigation of actual container not possible due to container not returned to MFR. After 29 days, they have yet to return the container. At such a time as (B)(6) returns the container sharps will perform an investigation, including but not limited to the wall thickness of the section of the container where the needle is protruding. All sharps containers are puncture resistant, not puncture proof. Product labeling on the container states "containers are puncture resistant, not necessarily puncture proof", and instructions for use state "do not overfill (fill line is noted on container label). Lid must fit down tightly. Based on review of previous needle protruding from container reports it is usually the container being overfilled that leads to needle protrusions.

Event description:
(B)(6) called from (B)(6) to advise that she got poked by a needle that went through the side of a sharps container. She states that the needle poked through about 1 inch below the lid of the 3 gallon container. She states that the needle was placed into the container a few days before. She was reaching for the container and she got poked by the needle. She did not know if the needle stuck into her or just grazed her skin. She sought emergency medical attention.